Manufacturer narrative:
150 ml baxter bag, lot#: 2b8011, no visible exp date, bumetanide. The customer¿s reported complaint of an over infusion of bumetadine, programmed as a secondary infusion was not confirmed. Log analysis results suspects the time of the reported infusion occurring between 2:39 am and 5:56 am on (B)(6) 2019. However, a secondary infusion of the medication bumetadine was not recorded as alleged in the complaint. Instead, the medication bumetadine drip was infusing as a primary infusion. After 2:39 am that day, bumetadine drip infused for approximately 10 minutes before exhibiting an air in line alarm. At 2:51, an air in line alarm was exhibited followed by a flo stop open alarm, a door open alarm and a check IV set alarm approximately 4 minutes later. A second and final air in line alarm was recorded at 5:56 am. It is possible that some fluid was expelled as the user addressed the first air in line condition noted at 2:51 am, which may have partially contributed to the infusion ending earlier, noted as a second air in line alarm. Results confirmed the returned administration set is working as intended. Test results from the silicone segment analysis confirmed the set is in specification. The root cause of the customer¿s experience with an over infusion was not definitely determined. .

Event description:
The customer reported a pump was programmed to infuse a secondary infusion of bumetadine 12.5mg/50ml at 8ml/hr for 6.3 hours, however pump alarmed at 0556 for ail and the secondary bag was empty within 3 hours. The pump indicated 24.6ml had infused. The customer sent both the pump, module, and original tube with empty med bag to their facility's biomed department to test. There was no harm to this patient who was in the cardiovascular unit.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a pump was programmed to infuse a 50ml secondary infusion of bumetanide at 8ml/hr for 6 hours however pump alarmed at 0556 for ail and the secondary bag was empty within 3 hours. The pump indicated 24.6ml had infused. The customer sent both the pump, module, and original tube with empty med bag to their facility's biomed department to test. There was no harm to this patient who was in the cardiovascular unit.